Event description:
During retinal surgery, alcon accurus machine was not suctioning properly. Equipment was checked and retested. Suction problem still occurring. Alcon technical support contacted. Surgeon followed instructions from alcon to turn off machine and reboot. Reboot performed after patient's eye secured by surgeon. Machine tested and suction problem still occurring. Patient stabilized and procedure had to be discontinued.